Manufacturer narrative:
The device was discarded and therefore is not available for evaluation. Additional information regarding the event was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximately four months after implantation of an intraocular lens (iol), the iol was explanted due to unresolved double vision and photophobia. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.